Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument was returned which was found to be fractured. It is unknown when the instrument fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Instrument was returned and it exhibits signs of repeated use (nicked or gouged) and that the anterior section of the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and whether surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.